Manufacturer narrative:
PMA/510k: this report is for an unk guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 prior to the procedure the blade/ screw guide sleeve was jammed and was not going with other sleeves. So we opened the backup tray before the procedure started. The middle sleeve just got stuck but was able to be pulled apart. The tool could not be used as intended. Procedure was completed successfully with no surgical delay and no patient consequences. This report is for one (1) unk - guides/sleeves/aiming: trauma. This is report 2 of 2 for complaint (B)(4).